Manufacturer narrative:
Other text: b3: month and year of event have been provided, day is unknown. D4: lot number, expiration date, and h4: manufacture date are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the tube was inserted after tracheostomy. There was voice leakage, and when checking the air several times, it was gradually decreasing. Replaced the tube with a new one. Adverse effects are unknown.

Manufacturer narrative:
D4: insufficient information was provided to be able to determine the full UDI. UDI related data quality updates only.

Manufacturer narrative:
Additional information: h2, h3, h6 - health effects codes updated. One device was received for evaluation without its original packaging, inside a plastic bag in decontaminated conditions. Per visual inspection, no damage or other defects were detected on the sample. No leak was found in the product returned. Leaking during use was not confirmed. The product's device history records (DHR) were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. A device history record (DHR) review cannot be performed because a lot number was not provided. For all enquiries or follow-up questions related to the record, do not use (B)(6) located in sections g.1., please direct those to the following:(B)(6).